Manufacturer narrative:
(B)(4). It was reported that the device was not ratcheting. The customer returned a skin graft mesher device for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. A CAPA has been opened to further investigate this issue. Zimmer biomet surgical has not previously repaired/evaluated skin graft mesher as documented in the repair reports. Product review of the skin graft mesher on march 22, 2018 revealed that the ratchet was bound up and would not turn. The side plates, comb, roller, hinges, and shoulder bolts were all damaged. The pretests could not be performed due to the damaged components. No cutters were returned for evaluation. Repair of the skin graft mesher was performed by zimmer biomet surgical on march 22, 2018 which included replacement of the roller, bushings, side plates, comb, hinges, shoulder bolts, latching pins, spring, and ratchet gear. Skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the ratchet was bound up and would not turn. The cause of the device not ratcheting was due to the ratchet being bound up and not turning. The root cause of the device not ratcheting could not be determined with the provided information since it is unknown what caused the ratchet to become damaged. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Event description:
It was reported that the zimmer skin graft mesher was not ratcheting and bent comb was found upon initial inspection. The event timing was not during surgery. No patient involvement. No adverse events were reported as a result of this malfunction.